Manufacturer narrative:
This is a duplicate report of 1818910-2016-31930. 1818910-2019-90947 is being retracted as it is a report duplication. 1818910-2016-31930 will be kept for investigation purposes product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the first revision, ppf alleges pulmonary embolism. (Right hip).